Event description:
The user facility reported that "in the middle of cutting a skingraft, the unit stopped, having no power". The user switched to a model b dermatome to finish taking the graft. The procedure was delayed and the pt was upset." On 06/19/2008 additional information: a surgical nurse reported that a second graft was taken when using the model b dermatome; it was not used to finish the first graft as earlier reported.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.